Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient can't get it to work' because she's 'not feeling it anymore¿. The patient stated that they had been having ¿lots of trouble with bowels, I don't feel a thing¿ and noted that ¿I think something happened when I had one of my last back surgeries, I had no bowel control when I was in the hospital. It was many years ago, I've had lots of trouble with my bowels, I'm afraid to go anywhere¿ (back surgeries were confirmed not to be related to the implanted device/therapy). It was also reported that they patient did have another device in their back but did not mention if it was this manufacturer¿s device or not. Using the programmer, it was determined that they were on program 1 at 2.4, and the stimulation was off. Therapy considerations were reviewed with the patient. Additional information received from the patient on apr. 3, 2019 reported that they were not able to feel the stimulation. However, they were able to use a new programmer and was walked through adjusting the stimulation from 2.4 volts to 2.8 volts. It was confirmed that the patient now felt the stimulation. The patient also mentioned that they were on some ¿meds¿ now which seemed to help them. There were no further complications reported or anticipated.